Event description:
It was reported that pump displayed non-resettable malfunction code 16 and stopped working, with no notable events occurring before the malfunction and no information provided about impact to the customer¿s blood glucose level. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, was instructed to place pump into storage mode, program settings and connect continuous glucose monitor on replacement pump, and return malfunctioning pump using prepaid label, while technical support confirmed warranty status, arranged shipment of replacement pump, and verified shipping address.